Event description:
Site reported pts with throat burns following use of improperly cleaned lma airways. Physician reported being aware of 5 pts with severe sore throats, 2 have required overnight admission to hospital to manage symptoms. Both pts received antibiotics and IV fluids; however it is not known what the exact details of treatment and resolution of events.